Manufacturer narrative:
The investigation determined that higher and lower than expected vitros valp results were obtained from non-vitros biorad quality control (qc) fluids using vitros chemistry products valp reagent lots 2511-29- 8528 and 2511-29-8692 on a vitros xt7600 integrated system. The magnitude of bias of the vitros valp results meets potential health and safety criteria and the results are reportable. The assignable cause is related to the maintenance of the cuvette incubator. After the customer obtained unexpected results on two different lot numbers of vitros valp, the tsc recommended the customer clean the cuvette incubator. The customer cleaned the cuvette incubator on 04 jun 2021, stating that it was very dirty. Following the cleaning, the customers vitros valp qc was running within expectation with no other actions. Additional service actions by an ortho field engineer on 09 jun 2021 further optimized the performance of vitros valp lot 2511-29-8692 in combination with the vitros xt7600 system. A vitros valp reagent lot 2511-29-8692 issue is not a likely cause of the event. Although historical qc was not as expected and diagnostic precision tests were not processed, results were in range following troubleshooting actions by the customer, and current qc for vitros valp lot 2511-29-8692 is within expectation. A vitros valp reagent pack issue is not a likely contributing factor of the event as the unexpected qc results occurred on two different reagent lots, and the customer obtained both unexpected and then expected results when running on the same reagent pack. Suboptimal calibrations are not a likely cause of the lower than expected results as the customer was able to process qc successfully on the calibrations that produced the unexpected results. Email address for contact office is (B)(4).

Event description:
The investigation determined that higher and lower than expected vitros valp results were obtained from non-vitros biorad quality control (qc) fluids using vitros chemistry products valp reagent lots 2511-29- 8528 and 2511-29-8692 on a vitros xt7600 integrated system. The magnitude of bias of the vitros valp results meets potential health and safety criteria and the results are reportable. Lot 2511-29- 8528: biorad l1 lot 85221 result of 53.18*ug/ml vs the expected result of 36.20 ug/ml. Lot 2511-29-8692: biorad l1 lot 85221 result of 24.85*ug/ml vs the expected result of 36.20 ug/ml. Biorad l2 lot 85222 result of 61.03*ug/ml vs the expected result of 79.69 ug/ml. Biorad l2 lot 85222 result of 62.74*ug/ml vs the expected result of 79.69 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc fluids and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).